Event description:
The patient was undergoing a medical procedure using a benchmark 6f 071 delivery catheter (benchmark) and a diagnostic catheter in the right subclavian artery. During the procedure, the diagnostic catheter and the benchmark were advanced together in the target location with the diagnostic catheter inside the benchmark. It was reported that the physician experienced resistance advancing the catheters in the mid-upper arm. Then, the diagnostic catheter was removed, and selective angiography was performed using the benchmark. The angiography revealed inadvertent selection of a small artery arising from the branch of a right brachial artery. Verapamil was then used to aid removal of the benchmark and to alleviate any vasospasm. After administration of verapamil, the physician attempted to withdraw the benchmark; however, the distal end of the benchmark broke leaving the retained fragment in the right arm. The benchmark appeared to be fractured and unraveled, leaving a small inner coil fragment from the catheter tethered from the upper arm to the arterial access site at the right wrist. It is unknown how the procedure was completed.

Manufacturer narrative:
Please note that this complaint was submitted to the FDA by the user facility with the following reference number: 1001510000-2021-8025 the following sections are being updated based on additional information included in the user facility report submitted to the FDA: 1. Section b. Box 5. Describe event or product problem. 2. Section e. Box 4. Initial reporter also sent report to FDA. 2. Section g. Box 3. Report source. 3. Section h. Box 6. Results code 1, results code 2, results code 3 & results code 4. 4. Section h. Box 6. Conclusions code 1. 5. Section h. Box 10/11. Narrative/corrected data. Evaluation of the returned benchmark confirmed that the catheter was fractured. Based on the ovalization and lack of stretching at the fracture site, it is likely that the device became fractured after it was kinked. The inadvertent selection of a small artery as indicated in the reported complaint may have contributed to resistance during the procedure. If the device is forcefully retracted against resistance, damage such as kink and a subsequent fracture of the device upon retraction. The distal fractured segment was not returned for evaluation. Penumbra products are visually inspection during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
Evaluation of the returned benchmark revealed catheter was fractured, and the complaint was confirmed. Evaluation revealed that the distal fractured segment was not returned for evaluation. Based on the returned condition and the reported event, the root cause of this damage could not be determined. Penumbra products are visually inspection during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure using a benchmark 6f 071 delivery catheter (benchmark). During the procedure, it was reported that the distal end of the benchmark broke off into the patient¿s artery. It is unknown how the procedure was completed.